Event description:
It was reported that 4 bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device prior to use. The following information was provided by the initial reporter: material no.: 328466, batch no.: 7079760. Consumer reported that 4 needle shields were loose inside of the sealed bag. The needle hubs were separated from the syringes and stuck inside of the shields. Date of event: (B)(6) 2020.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 31 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7079760. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200690794, 200691316, 200690855, 200691640] noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported that 4 bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device prior to use. The following information was provided by the initial reporter: material no.: 328466 batch no.: 7079760. Consumer reported that 4 needle shields were loose inside of the sealed bag. The needle hubs were separated from the syringes and stuck inside of the shields. Date of event: (B)(6) 2020

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (10) 1/2cc, 12.7mm, 30g syringes in a sealed poly bag from lot # 7100883. No samples from lot # 7079760 were returned. Customer states that needle shields were loose in the bag and needle hubs separated from the syringes and stuck inside the shield. The returned poly bag was examined and exhibited 5 out of 10 samples with a broken barrel tip with the broken part loose in the poly bag. A review of the device history record was completed for batch# 7079760. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 7100883. All inspections and challenges were performed per the applicable operations qc specifications. There were ten (10) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for cracked hubs. There was one (1) notification [(B)(4)] noted for raised needle assemblies. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device prior to use. The following information was provided by the initial reporter: material no.: 328466 batch no.: 7079760. Consumer reported that 4 needle shields were loose inside of the sealed bag. The needle hubs were separated from the syringes and stuck inside of the shields. Date of event: (B)(6) 2020.